Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that there was a battery failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that there was a battery failure. Repair is currently pending.

Manufacturer narrative:
H10: a field service engineer (fse) went onsite and was unable to confirm the malfunction. No further action was performed. The fse was unable to confirm the malfunction. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.